Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Additional information was requested but was not available. The sheath was discarded at the facility and is not available for analysis. Reportedly, the vessel was highly angulated. However, it is unknown at what point in the procedure the dissection occurred, and the cause is also unknown. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Also, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment of a distal type I endoleak at the right side of a previously implanted non gore device using gore® excluder® aaa contralateral leg endoprostheses and a gore® viabahn® vbx balloon expandable endoprosthesis(vbx), and a gore® dryseal flex introducer sheath (dsf sheath) as an accessory in the procedure. The 12fr dsf sheath was inserted from the right femoral artery. After two excluder devices were placed, the vbx was placed distally to extend landing zone. Reportedly, the vessel was highly angulated. The confirmation angiography reveled a dissection in the external iliac artery, and the bare metal stent was placed to treat the dissection. The procedure was completed without further issue. The patient tolerated the procedure. It was reported that it is unknown at what point in the procedure the dissection occurred, and the cause is also unknown. Since the vessel was highly angulated, the guidewire manipulation might also have created a dissection, but it is unknown.